Event description:
#Medwatcher #follow up2 #FDA mw5059895 #(B)(4). Surgery for tavh (B)(6) 2016.

Event description:
(B)(4). Severe allergic reaction. Severe swelling and bloating and initial start of blood clot in my right leg.

Event description:
#Medwatcher #followup 2 #FDA mw5059895 #(B)(4). Surgery for tavh (B)(6) 2016.

Event description:
#Medwatcher #followup 1 #FDA mw5059895 #(B)(4). Brain fog, joint pain, pelvic pain and abdominal pain. Lower back pain, ovarian cysts, hives, chest pain, night sweats, blisters and swelling of hands and feet.